Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support because they were experiencing high blood glucose levels on their first day using the pump. The device attempted to deliver insulin, but the patient continued to run high after attaching the system, and a site change was recommended. The patient indicated they were comfortable performing a full supply change independently. Upon follow-up, the patient stated that the supply change had not yet been completed because their insulin level had decreased slightly after taking an injection, which they believed contributed to the improvement. The patient then proceeded with changing the supplies. During the next follow-up, the patient¿s glucose level continued to decline, and the set change appeared to have resolved the issue. The patient reported that glucose levels reached approximately 300 mg/dl and remained outside the target range for an estimated two to three hours. No backup therapy, ketone testing, steroid use, or medical intervention occurred, and no adverse health effects were reported. Subsequent attempts to obtain additional information regarding the infusion set¿such as whether there had been a bent cannula, evidence of occlusion, or leaking¿were unsuccessful, as the patient could not be reached and voicemails were left. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.